Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lv lead dislodgement. At x-ray the sentus is in ra. Patient reported doing work activities with wide arms/body movements. Scheduled lead repositioning.